Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient exhibited hematuria. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of controller log files could not be conducted since log files covering the reported event date were not available for analysis. There is no evidence to suggest a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.